Event description:
The customer stated she was hospitalized for diabetic ketoacidosis, nausea and dehydration. The customer stated, she had been wearing the same infusion set for four days. Troubleshooting was performed and the insulin pump passed the required tests an the programming was correct.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.